Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the incoming inspection member found the sterile package was not sealed.

Manufacturer narrative:
UDI (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product identified that the sterile package has not been sealed. Device history record was reviewed and no discrepancies were found. The root cause of the reported event can be attributed to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.